Event description:
It was reported that during device interrogation with the programmer a note popped up asking for patient information to be re-entered. No other information in device memory affected; however, the patient had been receiving radiation therapy. It was also reported that patient information could net be re-entered; the program button did not illuminate the way it does when programming is allowed. It was further reported that there was no resolution to the issue of not being able to re-enter the patient's information and that blank question marks were present when attempting to re-enter the data. However, the patient had a normal check and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.